Event description:
It was reported that, "after opening the factory sealed box of a right scorpio nrg femur size 7, the circulating nurse noticed the outer blister seal was also compromised and not sealed. The circulating nurse and surgeon both agreed that the integrity of the sterilized implant could not be guaranteed. This was the last right scorpio nrg size 7 drove to (B)(6) medical center. The commute time was approx 55 min resulting in a surgical delay. A new right scorpio nrg size 7 femur was then implanted."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.